Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified the articular surface of the explanted tibial insert showed wear damage including pitting and subsurface delamination. The wear damage appears to be greater on the lateral articular surface. This can indicate greater joint forces on the lateral side or a rotational mismatch between the femoral and tibial implants. However, the sequence of events and contributing factors can¿t be confirmed as the devices weren't returned for evaluation and no relevant clinical notes were provided. The anterior tibial insert spine also may have a region of wear damage developing. Likely occurred from contacting the femoral component cam during full extension. It also may have been caused by bone cement overhanging from the femoral implant; however, this cannot be confirmed as images of the femoral component were not provided. The reported details state that there was wear damage ¿as well as posterior to post.¿ however, images of the posterior face of the tibial insert spine weren't provided. The articular surface of the explanted patellar implant shows wear damage including pitting and delamination. It also appears that two of the implant pegs fractured off of the implant, which coincides with the reported information. An area of subsurface delamination on the edge of the patellar implant that may have developed while implanted, or may be a result of an osteotome being used in that area during removal was observed. The pre-revision radiograph appears unremarkable with regards to prosthesis wear, fracture, and implant rotational mismatch. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of prosthesis wear of the tibial insert and patellar implant over the course of over 14 years of implantation. An additional reason for the reported revision was likely prosthesis wear of the patellar implant leading to implant fracture. Possible causes for polyethylene damage include high contact stresses during knee flexion and extension and inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical notes were not provided. D10: 1925113 204-04-22 optetrak tibial tray trapezoid. 1793310 234-03-02 optetrak asymmetric femoral posterior stabilized. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 79 yo female patient who had a right tka, underwent a revision procedure approximately 14 years 6 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. The patella exhibited severe wear along the entire surface and had disassociated from the pegs. The tibial insert had significant wear on the medial and lateral articular surface, as well as posterior to the post. The femoral and tibial components were well fixed and were retained, while the patella and tibial insert components were replaced. There was device breakage. Parts and pieces were in the wound site which were removed. The surgeon removed all osteolytic tissue. There were no surgical delays. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return as the hospital retained them for analysis. Device images were provided. No further information. This is 1 of 2 reports for this event.